Manufacturer narrative:
There was no button error alarm found. The unit was received with intermittent button response due to corroded keypad. The unit was also received with a minor scratched lcd window and a cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report a button error alarm. Customer stated she was trying to bolus when she received the alarm. She was unable to clear the alarm due to an unresponsive keypad. The customer's blood glucose level was 210 mg/dl. The customer could not recall any significant events leading to the alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.